Manufacturer narrative:
The device was not in clinical use. No patient or user harm was reported.

Event description:
The customer reported the touchscreen top part does not respond to touch. The device was not in clinical use. No patient or user harm was reported.

Manufacturer narrative:
G5:510(k)#: k102985. B4:18aug2021. The issue was observed during preventive maintenance testing before therapeutic application; the reported issue is not likely to cause or contribute to death or serious injury.